Manufacturer narrative:
The device was returned as part of the asset return process and the following was found: air water cylinder and suction cylinder had discoloration, forceps channel port had a scratch, due to wear of angle wire, the play of the up down knob was out of the standard value, plastic distal end cover was burned, light guide cover glass was deformed, protector of the video cable section was damaged, video connector case was cracked, due to dirt on the electrical contact of the video plug a b30 scope communication error occurred, and the video connector was dirty due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset return, videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air water cylinder and air water tube had white foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9, e1, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.